Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was changing ilet supplies, became disconnected from the device for several hours while attempting the change, and experienced hyperglycemia with a reported highest blood glucose of 300; the user received troubleshooting and education by phone, completed the supply change, and insulin delivery resumed, with subsequent blood glucose decreasing to 182. Symptoms included none. Outcomes included no need for outside assistance and no medical intervention. Investigation included customer support troubleshooting and user education. Investigation of this case revealed hyperglycemia associated with interrupted insulin delivery during a supply change, with no device alerts reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.